Event description:
During a laparoscopic colon (halc) procedure, the dr had his hand through the lap disc. Disc broke about 30 minutes into the case. Got new disc - completed case. There was no pt consequence. One device will be returned.